Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer fell into pool with the pump prior to malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged 150-175 mg/dl.